Event description:
The patient had significant leg discrepancy and the cause is unknown. The surgeon revised head and liner at about 16 years after primary and checked the stem and cup to ensure they were stable and had not become loose. It is unclear what may have contributed. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 february 2026: lot 093073: (B)(4) items manufactured and released on 15-feb-2010. Expiration date: 2014-dec-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Device supplier analysis: the component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any preexisting material defect. Due to the fact that the femoral head at issue was not provided, ceramtec could not carry out any further investigations. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.